Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported that an alarm led failure occurred in a ventilator. The device was not in patient use at the time of the event.

Manufacturer narrative:
Upon further investigation, issue was discovered during performance verification testing. Therefore this complaint no longer meets reportability requirements.